Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an interventional pulsed field ablation (pfa) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 17fr sheath and the pfa procedure was completed. Reportedly, post procedure the knot of one proglide device was unraveled when pulling out the proglide device. A new perclose device and the pre-placed proglide suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.